Manufacturer narrative:
(B)(4).(B)(6). (B)(4).

Event description:
Name of procedure: cystoscopy; hysteroscopy with dilation and curettage; vulvar biopsy; vaginal biopsy. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Pre-operative diagnosis: stress urinary incontinence; premenopausal bleeding and questionable endometrial lesion; right vulvar skin lesion; posterior vaginal wall lesion. Post-operative diagnosis: stress urinary incontinence; premenopausal bleeding and questionable endometrial lesion; right vulvar skin lesion; posterior vaginal wall lesion; pericliteral approximately 2 centimeter lesion.